Event description:
The pt reported experiencing elevated blood glucose of up to 438 mg/dl for the past 6 weeks. The pt believes, the bolus delivery is too low. The pt injected insulin via pen to lower blood glucose values. The pt's normal blood glucose range is 90-150 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.